Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admitted patients in a specific unit were not populating in the station. A technical support specialist ran the downtime query and confirmed the last heartbeat time and carefusion coordination engine (cce) timestamps were current with no disconnected flags observed, restarted the required services, including external messaging, listener adapter, listener adapter, port sharing service, external inbound processor services, reviewed the sample patients provided and advised the customer to have the admission team send an admission message; for medical record number (mrn) (B)(4), confirmed the patient was populating correctly in both the station and pyxis and requested customer verification; for another patient, verified the patient was admitted. Communicated findings to the customer, the customer stated they would follow up with the active directory team and confirmed that novant interface engineers had identified the root cause and were actively working on a fix. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, epic patient adt/orders for recently admitted patients in a specific unit were not populating across multiple facilities. However, there were no delays, adverse events or injuries reported based on this event.